Event description:
Customer states that the unit would not stop spinning. Customer turned off and opened it. Customer found the main board was burned. No injury, treatment or change to pt management reported by the customer. Customer stated that no one was injured or required medical assistant. Fire department was not called.

Manufacturer narrative:
Main board on statspin centrifuge was found to have presence of charred material. No injuries reported. No visible flames were reported. Fire department was not called.